Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicated customer had experienced high blood glucose. Blood glucose reading was 445 mg/dl. Customer declined troubleshooting for high blood glucose. Customer reported insulin flow block. Troubleshooting was performed. Customer reported hematoma with infusion set. It was unknown whether customer was using auto mode feature at the time of reported high blood glucose event. The insulin pump will not be returned for analysis.